Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01428. This report is being submitted as additional information. Approximate age of device- 5 months, 14 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. The account communicated on (B)(6) 2018 stating that the family declined an autopsy and the device was not returned to abbott for evaluation. The instructions for use lists stroke, respiratory failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). On (B)(6) 2017, the patient underwent surgical rvad de-cannulation and was in stable condition on epinephrine and veletri for support. The patient was slowly weaned from sedation the following morning with initial signs of awakening. However, the patient acutely became hemodynamically unstable with low pulsatility on the lvad and hypotension requiring escalating vasopressor support. Subsequently, the patient had sustained ventricular tachycardia, which converted prior to intervention. The echocardiogram showed no tamponade or shunt. At that time, the patient's pupils were noted to be fixed and dilated. CT scan showed extensive subarachnoid hemorrhage. The neurologists felt that there were clinical signs suggesting brain death. Comfort care was initiated and the patient expired on (B)(6) 2017.